Event description:
Customer reported system intermittently displays error 341. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and performed a table calibration. System operates as intended. This MDR is related to ge healthcare complaint number.